Manufacturer narrative:
The device was evaluated by a field service engineer at the customer site. During the evaluation, the reported blue screen problem could not be reproduced. Technical service reviewed the logs and identified a cfb error, which suggested a main board issue that likely led to the blue screen occurrence. To prevent future incidents, the main board was replaced. Following this, the device successfully passed functional testing and was verified to be functioning normally.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the screen was blue upon startup. There was no patient involvement.